Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg felt loose in the pocket since a previous fall. Subsequently, the ipg could no longer communicate with any external devices as well as the patient programmer displayed an error message. Reportedly, the ipg was confirmed inoperable by the abbott representative. As a result, the patient and physician will consider other options to address the issue. A review of the manufacturer's database revealed the patient received a new replacement ipg on (B)(6) 2017.